Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The target lesion was a 99% stenosis located in a calcified, moderately tortuous proximal right coronary artery (rca). The physician treated the lesion using nc quantum apex mr 15mm x 4.00mm balloon catheter. The balloon ruptured on the initial inflation at 18atms. This procedure was completed successfully with another of the same device. No patient complications were reported, and patient status was listed as good.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).